Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked was able to remove the brush head from my throat gagged; retching. It's fallen off into mouth - oral-b brush head device breakage. Doesn't hold the brush head on tightly - oral-b brush head device connection issue. Case narrative: consumer reported via phone that the oral-b toothbrush head fell off into their throat and mouth causing them to gag and almost choke. No serious injury was reported.